Event description:
Emt's responded to a person in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and the analyze button pressed. The device advised a shock but, according to the reporter, it would not charge. An als ambulance crew arrived with a backup device and the patient was resuscitated.